Event description:
Product was used to treat an eyebrow laceration on a pt. When the device was squeezed, some of the product ran over the pt's eyelid and eyelashes and completely bonded them. Caller reported that the facility applied petroleum based ointment to the eye and advised the pt that the device would come off within 24 hours. When family member talked to distributor two days later the eye was still bonded, they were advised to continue to use the petroleum based ointment and to gently peel edges. Distributor suggested contacting an ophthalmologist for further follow-up. Product was not returned. No indication of preventive measures being taken prior to use. Distributor made three attempts to obtain additional info, at the time of this filing no additional info has been provided.